Event description:
It was reported that the balloon ruptured. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 8 atmospheres for 15 seconds. The balloon was pulled out and completely removed from the patient's body and the procedure was completed with a synergy stent. No complications were reported and the patient was stable post procedure.